Event description:
It was reported that the pt became agitated and placed all his weight into the right hand side rail of the bed. It was reported that the bed then tipped over spilling the pt onto the floor.